Event description:
In 2009, the pt reported she received an e4 (occlusion) error on her insulin infusion device while trying to bolus. She stated she also received an e4 last night and had an elevated blood glucose reading of 400 mg/dl as a result. Symptoms were dizziness and dry mouth. She treated her reading by changing her headset and cartridge and bolusing insulin. She said her readings have decreased throughout the day, but she had now received another e4. She stated she is unsure of when her adapter and battery were last changed. The pt was instructed to disconnect from her headset and try to prime and she received an e4. She was then instructed to disconnect from the tubing and prime and insulin flowed without occlusion. She was advised to change her headset and tubing which she did. The pt primed her infusion set and delivered a bolus without error. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.